Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke apart during removal') in an adult female patient who had essure (ess205) (batch no. 857599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menorrhagia, irritable bowel syndrome, anxiety, multi gravida and parity 3. Concurrent conditions included cancer. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdomen"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device breakage, tooth disorder, back pain and pain in extremity outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine and abdominal pain was resolving. The reporter considered abdominal pain, back pain, device breakage, menorrhagia, migraine, pain in extremity, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates : (B)(6)2011. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs and mr received : previously reported event "injury nos" was deleted and it was updated to new events. Lot number added. This case was updated from other event to incident. Following events were added : device broke apart during removal, abnormal bleeding (vaginal, menorrhagia), migraines/headaches, dental problems, pain abdomen, back pain, legs pain, bleeding, plaintiff did not undergo essure confirmation test. Medical history and concomitant conditions added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke apart during removal') in an adult female patient who had essure (ess205) (batch no. 857599) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menorrhagia, irritable bowel syndrome, anxiety, multi gravida and parity 3. Concurrent conditions included cancer. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdomen"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, tooth disorder, back pain and pain in extremity outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine and abdominal pain was resolving. The reporter considered abdominal pain, back pain, device breakage, menorrhagia, migraine, pain in extremity, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc( product technical complaint.) Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.